Event description:
It was reported that a deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) revision for an unknown reason. No additional adverse patient effects were reported. The patient remains at baseline status following the procedure. The explanted ipg will not be returned for analysis, as the facility has already disposed of the device.

Manufacturer narrative:
Block b3: approximation; patient reported the event approximately two weeks prior the aware date. Block d2b: additional applicable product code: nhl. The device was disposed of at the facility and not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.